Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-00761. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned and then a 27 mm watchman ® laa closure device and delivery system (wds) was advanced. The closure device was deployed and released successfully. There were no issues during the case or immediately post implant. The next day a limited echocardiogram was performed and revealed a small pericardial effusion. No intervention was performed. The patient was asymptomatic and stable. They planned to monitor for another day. The patient was discharged to home with no further issue.